Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 462 mg/dl and current blood glucose was 404 mg/dl. Since last two days she has had to change the set because her blood glucose was in the 300 s mg/dl and insulin was coming out. Customer treated high blood glucose with bolus. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Customer also reported air bubble anomaly. Customer does not want to troubleshoot. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.